Event description:
Treatment of a petrous, ophthalmic, saccular aneurysm. During deployment, it was reported that the pipeline was stretched across the neck and a hyperglide balloon was used to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was implanted in the patient. Use of a balloon is recommended in the instruction for use. (B)(4).